Event description:
It was reported that the patients implantable pulse generator (ipg) was taking longer to charge and the leads had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7071428. UDI: (B)(4).